Event description:
It was reported that the patient underwent a spinal procedure for ossification of ligamentum flavum at t2-t5 using posterior fixation. It was reported that while the surgeon was trying to tighten the set screw at right side t2, the screw driver did not firmly connect to the set screw. The break off set screw could not be broken off at right side t2. The surgeon closed the patient with the set screw tab intact.

Manufacturer narrative:
(B) (4). Implant remains implanted, product evaluation is not possible at this time. We are unable to determine the cause of the event. The suspect devices in use are lot # h08k9034 and h08k9428. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 7540020, 510k # k052187 was cleared in the united states.